Event description:
Customer reported receiving a motor error alarm during prime. Customer's current blood glucose reading is 172 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.